Manufacturer narrative:
Batch review performed on 7 september 2021: lot 177656: (B)(4) items manufactured and released on 13-mar-2018. Expiration date: 2023-feb-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 1 month after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully.